Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the call, the lcd screen of the autopulse platform (sn (B)(6)) displayed unreadable, pixelated text. The patient's status information was requested but the customer did not provide a response.